Event description:
It was reported that following a pre-insertion angiogram, an angio-seal evolution was deployed according to instructions for use (IFU). Manual compression was applied for thirty seconds. Thirty to sixty minutes later, the pt complained of abdominal pain and her blood pressure dropped significantly. A CT scan confirmed a retroperitoneal bleed. The pt was given three units of blood and was hospitalized. The pt has recovered and has been discharged. The physician was in the training process for the angio-seal evolution.

Manufacturer narrative:
No product was returned; therefore, an eval could not be performed. Review of the device history record confirmed this lot met mfg requirements prior to shipment. Based on the info provided to st. Jude medical, the cause for the reported event could not be conclusively determined. The IFU also instructs the user not to use the angio-seal device if the puncture site is proximal to the inguinal ligament as this may result in a retroperitoneal bleed.